Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately at 2 and 15.14 inches from the lemo connector. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, the console produced a system message indicating that the safety system detected a compromised outer vacuum. The healthcare professional exchanged the catheter, umbilicals, and achieve components, and continued to complete the procedure with a new set of catheter, achieve, and umbilicals. No patient symptoms or complications were related to the event, and the patient was not under general anesthesia. The case was completed without the need for medical or surgical intervention to prevent permanent impairment, and there was no extension of hospitalization or injury as a result of the event. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.